Manufacturer narrative:
Initial implantation details unavailable at the time of this report, this report is submitted on september 08, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (B)(6) 2005 to excise skin at abutment site. In (B)(6) 2008 (specific date not reported) the patient was administered topical antibiotics for skin granulation at abutment site. The implanted device remains.